Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed (through the history log) but did not reproduce the false air-in-line alarm. A specific cause could not be determined regarding the reported symptom, the unit passed all related testing. The unit was calibrated to ensure proper occlusion detection.

Event description:
It was reported that a spectrum pump alarmed for air-in-line multiple times. There was no pt injury.